Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents due to blank display. No blue dust around or bottom unit noted. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump kept alarming low battery and then the display would go blank. Customer's blood glucose was 13.3 mmol/l. Troubleshooting was performed. Customer reported there was a blue dust was gathering around the device and in the bottom as well. Customer stated the device hadn't been dropped, bumped, or exposed to moisture. Customer reported there was corrosion in the battery compartment and spring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.